Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 41-year-old female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient underwent medical device removal (seriousness criterion intervention required), 2 years 9 months after insertion of essure. The patient was treated with surgery (hysterectomy - uterus). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2023: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 1003 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of cholecystectomy, colposcopy, tonsillectomy, asthma, pulmonary embolus, ovarian cyst, ovarian cyst, endometriosis, ectopic pregnancy, ovarian cyst, endometriosis, depression, epilepsy, chest pain, low back pain, left lower quadrant pain, cervical intraepithelial neoplasia, dysmenorrhea and pelvic pain. Previously administered products included: ibuprofen and clonazepam. The patient had a family history of chronic obstructive pulmonary disease, bladder cancer, cervical cancer and heart disease, unspecified. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, 1737 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted: removal date: as per argus (B)(6) 2015. As per mr: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): [magnetic resonance imaging] on (B)(6) 2014: there is l3/4 mild degenerative disc disease with some mild chronic degenerative changes involving the vertebral endplates and a minor disc bulge but no canal stenosis or nerve root compression. L5/s1 mild posterior facet arthropathy. No etiology for patient's left sciatica. Evaluation of the bone windows reveals that sclerosis of the body of l3 as well as the superior endplate of l4 has gradually been progressing since it was first noted on (B)(6) 2011. Dr. Believe that this is secondary to progressive degenerative disk disease of l3-4. Impressions: stable physiologic cysts in both ovaries measuring up to 3.7 cm on the left and 2.3 cm on the right. These were shown to be simple on the pelvic ultrasound of (B)(6) 2014. They developed some time between (B)(6) 2013 and (B)(6) 2014. No further dedicated work-up or follow-up is necessary in this woman of reproductive age. The essure contraception devices appear to be in stable appropriate positions. Surgical changes of appendectomy. The intestines otherwise are unremarkable. Surgical changes of cholecystectomy. Gradual progression of degenerative disk disease of the lumbar spine at l3-4. If the patient is suffering from back pain, an MRI of the lumbar spine may be helpful. [Pathology test] on (B)(6) 2017: final diagnosis: uterus, cervix and bilateral fallopian tubes; resection: focal cervical high-grade squamous intraepithelial lesion (cin ii); proliferative endometrium; fallopian tubes with no specific pathologic features; negative for malignancy. [Ultrasound abdomen] on (B)(6) 2001: bilateral essure contraception devices are present and appear stable compared to the hysterosalpingography from (B)(6) 2013. In the left ovary, there is a cyst measuring 3.2 x 3.7 cm that appeared simple on the recent pelvic ultrasound of (B)(6) 2014. This cyst developed between (B)(6) 2013 and (B)(6) 2014. However, it appears physiologic. Similarly, there is a cyst in the right ovary which measures 1.8 x 2.3 cm that is also stable compared to the ultrasound of (B)(6) 2014 and developed between (B)(6) 2013 and [ultrasound pelvis] on (B)(6) 2017: indication: patient has history of lower right pelvic pain. Has essure coils in her fallopian tubes that were visualized via ultrasound today. Uterus and ovaries appear wnl and no abnormalities were visualized. Findings: transabdominal and transvaginal examinations were performed remotely by an ultrasound technician. Selected static images were presented for interpretation. Uterus: normal in size and contour with no masses seen. Bilateral essure coils. Impression; normal. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-oct-2023: mr received: reporters information patient medical history and surgical pathology reports were added. Product removal date and rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.